Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) stated that a clinic evaluation will confirm capture. The lead remains in use. No adverse patient effects were reported.